Manufacturer narrative:
One fogarty embolectomy catheter was received for evaluation. The report of a broken catheter was confirmed. As received, the catheter body was found completely broken at 47 cm distal from the tip. The broken sections appeared uneven and rough and matched up. Finally, no other visible damage was observed from catheter. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Additionally, there are current controls in place to prevent this type of malfunction in our manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this fogarty embolectomy catheter broke. There was no allegation of patient injury. The device was received for evaluation and the catheter was found completely broken. Patient demographics unable to be obtained.